Event description:
Biozorb was implanted in my breast following lumpectomy surgery to remove cancer lesion. I received no prior information, education, or discussion about the biozorb and signed no consent form to have it placed. Experienced much pain, redness, swelling for several months following the implant, could feel the hard lump of it, and no one had told me what it was or why. It was not mentioned in my surgical report. I found out about it from another doctor. When I asked surgeon she was defensive, hostile, and flippant. I asked if it could be removed, which she agreed to do, but by this time several months had passed and I felt my tissue had already grown into and around the device, that it would be a complicated surgery to remove. So I let it go. But two years later I still have discomfort.